Event description:
Provider alleges consumer's footrest was stuck open and family member had to call the fire department to get them out.

Manufacturer narrative:
Only parts were returned for evaluation. The alleged condition could not be duplicated.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer's footrest was stuck open and family member had to call the fire department to get them out.